Manufacturer narrative:
Additional information was received that it was unknown if the missing silicone of the clik anchor was removed from the patient's body. The returned ipg (sc-1200/sn:(B)(4)) and leads (sc-2408-56/sn: (B)(4)) were analyzed and no anomalies were found or deviations that potentially relate to the reported event. Sc-4319 (lot# 19545767) device evaluation indicated that the clik anchor had torn eyelet with missing silicone material. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient developed rashes on the abdomen, lower extremities, and palm of the hands. It was noted that the rashes were not procedure related and the cause were unknown. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician did not see the missing piece of the clik anchor remaining in the patient's wound.

Event description:
A report was received that the patient developed rashes on the abdomen, lower extremities, and palm of the hands. It was noted that the rashes were not procedure related and the cause were unknown. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4). Description: avista MRI perc lead kit, 56cm model#: sc-4319 lot #: 19545767 description: clik x MRI anchor.

Event description:
A report was received that the patient developed rashes on the abdomen, lower extremities, and palm of the hands. It was noted that the rashes were not procedure related and the cause were unknown. The patient underwent an explant procedure. No device malfunction was suspected.